Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed main keypad assembly and determined the cause of the reported failure was damage to the left side of the charge button. It appeared to be shorted during the button test and would not allow the mock-up device to shock during testing. It would allow the unit to charge but then timeout.

Event description:
A physio-control service representative was examining the customer's device when he observed that the energy select, lead and current buttons were only responding intermittently. If the energy select button is not working, defibrillation could possibly be disabled. There was no patient use associated with the reported event.